Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure; the connector on the monitor was defective and needed to be replaced. Replaced back shell / battery / connector kit. Additional part used: glidescope ranger video baton 3-4, catalog: 0570-0198, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor - USA, the screen was lit but blank, no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.